Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced a plunger that was loose/fell out/separated and hub separation from the device. The following information was provided by the initial reporter: material no. 324912 batch no. 9266313. When I pulled the plunger back the handle pulled out completely out. The syringe needle was loose, seems as if it would fall out almost. It wasn't secure.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9266313. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced a plunger that was loose/fell out/separated and hub separation from the device. The following information was provided by the initial reporter: material no. 324912, batch no. 9266313. When I pulled the plunger back the handle pulled out completely out. The syringe needle was loose, seems as if it would fall out almost. It wasn't secure.